Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the 30-degree endoscope plus instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer called technical support engineer (tse) while in a procedure. Customer had a 30-degree scope installed but the image was showing 30 degree up and needs to be down. Tse walked the customer through reinstalling the camera and switching the view to 30 degree up as required. The image was corrected, and the customer proceeded with the case as planned.